Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that a patient sample with anti-d showed a false negative reaction with cell #4 of biotestcell-i11 plus. This happed during manual tube testing. At the time the customer filed his complaint, the allegedly defective product was already expired. The customer has not returned the patient sample that had caused a false negative test result and also not the expired product. Investigational testing of this complaint was not possible because the allegedly defective material was not available and the case was reported after the product had already expired. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.